Event description:
It was reported that a pacing output rate issue was observed on the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was recevied indicating that the device was reprogrammed.